Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that after approx 3 months of support on the lvad, the pt was readmitted due to elevated lactate dehydrogenase (ldh) levels. Integrilin drip was started.

Manufacturer narrative:
The pt remains under observation in the hospital and continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.